Event description:
Caller reported a malfunction on the pump, specifically a malfunction code displayed as malf 0, with a fault ID available of 0-0x277d. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was able to continue using the pump.